Event description:
Customer reported an under infusion. Doctor's orders were bendamustine 170 mg in ns 500 ml to infuse over 30 minutes. The bendamustine primary infusion rate 999 ml/hr and vtbi 500 ml. It was connected to its own PICC line port. At 1245 the device was alarming kvo and the infusion bag was still full and the volume infused read 500 ml. Customer requested an event log review from 1200-1300 on (B)(6) 2013 to check for keystrokes, alarms, and the total volume infused since the device says the volume was infused but the IV bag was still full. A d5 + sodium bicarbonate continuous infusion 25 ml/hr was infusing on channel b at the time of the event. The ivf infusion was also connected to its own PICC port. There was no pt harm. Medical intervention was not required. Although requested, the customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.